Event description:
The customer indicated that approximately 5-10 employees were given unspecified preventatives after being dripped on by material coming from a drain set-up in the ceiling. The waste material line from the architect c4000 utilizes that drain. It was stated that the employees, both male and female, were dripped on the arm or the head. The employees occupy the space below the drain in the same building. The hospital has declined to provide any additional information about the affected employees or the preventatives that were provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a review of documentation provided by the customer, a site visit by an abbott field service representative, a search for similar complaints, and a review of labeling. The complaint text indicated that the leaking was due to drain issues and not the instrument. A review of photos provided by the customer was completed. These photos show the customer's waste drain configuration before and after the drain was replaced. The fsr site visit indicated the cause of the leaking was the faulty set up of the drain by the customer. During the install of the instrument, abbott cautioned the construction people that setting up drains in the manner in which they were doing so could be problematic and cause a potential biohazard. The customer has replaced the drain. No evidence of leaking has occurred after the installation of the new drain was completed. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no deficiency of the architect c4000 analyzer, were identified. No further information was provided regarding the employees that were dripped on.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Device: no known device problem. (B)(4).